Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformation occurred in-vivo during positioning due to use of the device in difficult lesion morphology. Procedure was completed with a non-medtronic device. Patient status is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Cine image review: the images capture a lesion site in the proximal lad as reported by the account. Pre-dilation of the lesion site is also captured from the images with an unidentified balloon. The delivery and deployment of two stent devices is captured. There were no images capturing the reported stent deformation in-vivo during positioning of the resolute integrity device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.